Manufacturer narrative:
(B)(4). A carefusion field service representative (fsr) evaluated the device onsite. The fsr found that upon initial inspection the ventilator would not pressure or start oscillation. The fsr discovered that the tubing was disconnected from the humidifier. The fsr reconnected the tubing and performed the patient circuit calibration and performance check. The device operated properly and it is believed that the disconnection by the customer contributed to the reported event.

Event description:
The customer reported that the ventilator had a high-pitched whistle noise and that the airway pressure was low, while in use with a patient. The customer was trying to troubleshoot the issue and the driver shut down. When the customer turned the ventilator back on, the unit would not oscillate. There was no patient harm associated with the reported issue.